Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, the physician implanted a homemade stent-graft in the patient's descending thoracic aorta. The reason for this procedure was not reported. On (B)(6) 2010, an axillary-axillary artery bypass was performed on this patient. On (B)(6) 2010, this patient underwent endovascular repair of an inflammatory abdominal aortic aneurysm using two gore tag thoracic endoprostheses (tgt3410/7761371, tgt3415/7145562). The patient tolerated the procedure without any adverse events. After the procedure, the patient experienced a rupture of the aneurysm and expired. No further information was provided.

Event description:
Additional event information: date unknown, the physician implanted a homemade stent-graft in the patient's descending thoracic aorta. On (B)(6) 2010, an axillary-axillary artery bypass was performed. On (B)(6) 2010, the patient underwent endovascular repair of an inflammatory abdominal aortic aneurysm using two gore tag thoracic endoprostheses (tgt3410/7761371 and tgt3415/7145562). The patient tolerated the procedure without endoleaks present. After that, the patient underwent to an aortic aneurysm rupture. The mechanism of the aortic rupture is not known. In addition, an acute cerebral infarction was identified, some medication was provided, but the physician decided to discontinue. On (B)(6) 2010, the patient passed away due to the acute cerebral infarction. The physician commented that the cerebral infarction might be due to shower embolism by axillary-axillary artery bypass procedure.